Event description:
Report received that when the rotary knob was placed on rate, the display screen read "vtbi". The nurse noted the discrepancy during programming prior to pt use. The pump was removed from clinical service and therapy was initiated using a replacement pump. There was no reported adverse pt event. Though requested, there was no further info available.